Event description:
It was reported that the wire protruded from the balloon. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the wire was protruding from the balloon after insertion. A new wolverine was then used and completed the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media that was present within the inflation lumen and balloon. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a pinhole in the shaft area of the balloon approximately 2mm proximal from the proximal marker band. Liquid was also observed leaking from the tip. An examination of the balloon material identified no issues. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination of the shaft/hypotube identified a pinhole approximately 2mm proximal from the proximal marker band. The shaft polymer extrusion was torn was also noted to be kinked 43mm distally from the wire exchange port. Multiple hypotube kinks were also identified. No other issues were identified during the product analysis.

Event description:
It was reported that the wire protruded from the balloon. A 10mm x 4.00mm wolverine coronary cutting balloon was selected for use. During procedure when inserting the device, it was noted that the wire protruded from the balloon. The procedure was completed with a different device. No patient complications were reported.